Manufacturer narrative:
Section d product information has been updated, as well as g1 manufacturing site and g4. The qc recovery data provided was acceptable. The alarm trace showed multiple abnormal aspiration alarms. The field service engineer (fse) checked the rinse station, cuvettes, gear pump pressure, seals and valves, wash cycles, sample probe, photometer, and reactions cells. The analyzer was found to be within operational specifications. The investigation did not identify a product problem. The root cause of the event could not be determined.

Event description:
There was an allegation of questionable che2 cholinesterase gen.2 results for 1 patient plasma sample on a cobas 8000 c702 module. The initial che2 result was 0.4 ku/l. The sample was repeated and the result was 3.6 ku/l.

Manufacturer narrative:
The analyzer serial number is (B)(6). The investigation is ongoing.